Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer current blood glucose was 120 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did alleged that the insulin pump was over delivering. The device will not be returned for analysis.